Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6)2022, the parents reported that the pediatric patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the arm. The inaccuracy occurred at night while the child was sleeping. The cgm values were low several times during the evening and the parents treated the child each time to raise the bg level. (Treatment was not specified). The child woke up and the parent checked the bg value using a glucometer. The cgm value was 46 mg/dl but the bg finger stick value was high (above 600 mg/dl). There was no information provided concerning symptoms. The parent administered insulin and took the child to the hospital. At the emergency room (ER) the bg finger stick value had decreased to 511 mg/dl. Treatment included IV fluids for three hours, but no additional insulin. The sensor was replaced. Other bg values were 298 mg/dl, and 60 mg/dl. The bg of 60 mg/dl was treated, and the patient¿s bg level stabilized. The child remained at the ER for 4.5 hours, and after the healthcare provider confirmed bg and cgm values aligned, she was discharged home. At the time of the report, the patient was reported healthy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2022, the parent's reported that the pediatric patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the arm. The inaccuracy occurred at night while the child was sleeping. The cgm values were low several times during the evening and the parent treated the child each time to raise the bg level. (Treatment was not specified). The child woke up and the parent checked the values using a glucometer. The cgm value was 46 mg/dl but the bg finger stick value was high (above 600 mg/dl). No symptoms were mentioned. The parent administered insulin and took the child to the hospital. At the ER (emergency room) the bg finger stick value had decreased to 511 mg/dl. Treatment included IV fluids for three hours, but no additional insulin. The sensor was replaced. Other bg values were 298 mg/dl, and 60 mg/dl. The low was treated, and the patient¿s bg level stabilized. The child remained at the ER for 4.5 hours, and after the hcp (healthcare provider) confirmed bg and cgm values aligned, she was discharged home. At the time of the report, the patient was reported healthy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.